Event description:
It was reported the patient had no stimulation and his ipg would not communicate with external devices. Replacement external devices did not resolve the issue. Follow up identified the patient was scheduled for surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.